Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found and a visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the elective replacement indicator was triggered for the device. Premature battery depletion was suspected. It was also noted that thresholds on the left ventricular lead were high. The device and lead were removed and replaced. No patient complications have been reported as a result of this event.